Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The reported clinical observation could not be confirmed through analysis but is a known inherent risk of the use of this product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. The patient was brought to the clinic for evaluation and admitted due to high system impedance. A commanded shock was completed and defibrillation threshold (dft) testing was attempted. A dft test was unsuccessfully. An x-ray was performed the s-ICD system and there was some adipose tissue under the electrode and the s-ICD was a little low in its position. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. The patient was brought to the clinic for evaluation and admitted due to high system impedance. A commanded shock was completed and defibrillation threshold (dft) testing was attempted. A dft test was unsuccessfully. An x-ray was performed the s-ICD system and there was some adipose tissue under the electrode and the s-ICD was a little low in its position. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.